Manufacturer narrative:
It is normal for the nalu system to require some fine tuning of programs and patient education after being implanted and activated. Records show that neither the patient nor the physician reached out to anyone at the firm, other than the single representative who was out on leave, to inform that troubleshooting was needed, thus the typical fine tuning did not take place, leaving the patient frustrated with the system. The system was successfully activated after the implant, so it is unlikely that there was any issue with the system and more likely that the normal program adjustments were needed.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 and the system was activated by the local nalu representative covering that geographical area. On 01may2024 a different nalu representative was notified by the implanting physician that the patient had a full system explant performed on (B)(6) 2024. Investigation found that the patient had reached out to the firm representative that had activated the system for reprogramming/troubleshooting, however that representative was unavailable. No other nalu personnel were contacted by either the patient or the physician. The patient expressed frustration with the system and requested the explant. No nalu personnel were made aware of the planned explant, thus no nalu personnel were present for the procedure or prior to the procedure to perform any troubleshooting or investigation. The system is not available to the firm for evaluation.